Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months was reviewed. The item was previously returned for service on 25-apr-2013 due to does not function. A service request for this item was called in on 5-aug-2013 for intermittent operation. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(4). Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. Device history record manufacturing documents were reviewed and no complaint related issues were found. Also, an evaluation of the item was conducted. The reporter's complaint of intermittent operation couldn't be confirmed. The device was tested and the complaint wasn't duplicated.